Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: clinical safety/imaging manager. H4: device manufacture date: unknown due to unknown lot number. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the patient underwent renal denervation procedure, and the procedure was completed successfully. On (B)(6) 2026, patient presented to the emergency department (ed) with weakness in the lower left extremity. Subsequently, on (B)(6) 2026, vascular surgery was performed. During this procedure, a foreign body, collagen plug from closure device (angio seal vip 8fr closure device used in the prior renal denervation procedure) was noted in the lumen and media of the left proximal common femoral artery and was removed. The type of procedure performed was removal of the foreign body from left proximal common femoral artery and angioplasty. There was no blood loss. Patient was discharged from hospital on (B)(6) 2026 under stable condition.